Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the camera head exhibited poor image quality/cloudy. There were no reports of patient harm.

Event description:
It was reported, the camera head exhibited poor image quality/cloudy. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new appearance/functional abnormality was found: corrosion of electrical contacts and cable pinhole. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint, the ¿cloudy¿ image was caused by flooding of the image capture charge coupled device (ccd) and main body. He cause of the flooding could not be identified from the information obtained from this complaint and the results of the investigation. For the additional findings, the cause was not established. Olympus will continue to monitor field performance for this device.